Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical during the call the pdrn reported the patient has slow drains and alarms. Per the pdrn, the patient had large amounts of fibrin and peritonitis. Upon follow up, the pdrn stated the patient had peritonitis with a white blood cell count of 5,799. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results are pending, however the date of the culture is (B)(6) 2018 and the organism was unknown. The patient was prescribed and treated vancomycin intraperitoneal. The patient has continued with pd therapy. Additional details surrounding the patient¿s hospital course and condition were requested; however, not provided.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. While a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis; there is no evidence which indicates the peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. Peritonitis is a well-known potential complication in pd therapy. Should additional information become available this clinical investigation will be updated accordingly.